Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and inspected. The complaint can be confirmed. It was observed that the proximal end of the actuator was broken off which connects to the handle of the device. The cutter end was jammed inside the shaft, however the cutting channel was rotated relative to the intended position. Since the cutting channel was rotated, and therefore the actuator was rotated, relative to the intended position, it is possible that the user rotated the device while the suture was being cut under tension which would cause torsional stress on the proximal end of the actuator connection to the handle. When excessive torsional stress builds up in this actuator connection it can break, therefore is a potential root cause for the breakage experienced by the customer. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter is an affiliate. UDI: (B)(4) - incomplete. The lot number is not currently available.

Event description:
It was reported by the affiliate that a part of the cutter broke off during assembling. This happened in the central sterile supply department and there was no patient or procedure involvement.